Event description:
Healthcare professional noted after application of topical numbing cream, patient was injected with juvederm ultra plus xc in the "forehead creases" and botox in the glabella and forehead; patient was supplied with ice packs for topical application after injections were completed. The next day, the patient developed swelling and small pinpoint pustules that followed from the glabella to the hair line. Patient proceeded to the emergency room where they were treated with an injection of ceftriaxone, prescribed bactrim, and had a culture performed. Two days after the juvederm injection, the patient was assessed at the injecting physician's office where they were prescribed; physician is not sure if the patient's reaction was from the botox or the juvederm injection. Patient status has improved but symptoms are ongoing at this time.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Device history record summary: the documentary research in the batch file show that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxin, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling: intended use/ indications: juvederm ultra plus xc injectable gel is indicated for injection into the mid to deep dermis for correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). Adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/ bumps, discoloration, and bruising.